Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The device was not returned for testing or evaluation. Based on the available information, the manufacturer concludes the ventilator operates and alarms as designed.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient expired while using a ventilator. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the previously submitted report, the reporter country in section e was left blank. It is corrected on this report. As previously reported, the device was not returned for testing or evaluation. Based on the available information, the manufacturer concludes the ventilator operates and alarms as designed.